Event description:
It was reported that gastrointestinal videoscope had error 315 (incompatible error). The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
Customer address- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.